Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response due to corroded keypad traces. There was no button error alarm. There was trace of moisture at the lcd board. The pump passed rewind, basic occlusion test, occlusion test, prime/ compromised force sensor system alarm test, excessive no delivery test and displacement test. The pump had cracked case at display window corners, cracked reservoir tube, cracked battery tube threads and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 197 mg/dl at the time of incident. The customer stated that she had the pump on the side of the bathtub and it fell in. The alarm occurred 10-20 minutes after it fell and there were cracks on the pump. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.